Event description:
The customer reported that during pre-use check, the ventilator is displaying ven inop/motor fault with continuous audible alarm.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluated alleged failed product if returned to the manufacturer.